Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out the 2nd day, after placement due to water leaking from a hole on the balloon. After removal water leakage was found.